Event description:
It was reported via patient call that the closure device did not seal. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx laa closure device was implanted. At the 45-day follow-up transesophageal echocardiography (tee) imaging appointment, the physician noted that the placement of the closure device did not look right, and there was leakage noted. The patient was instructed to continue on blood thinners for an additional 90 days in response to this finding. The patient was currently taking eliquis as prescribed. The patient intends to attend a follow-up appointment to discuss results on (B)(6) 2024. No further patient complications were reported.

Manufacturer narrative:
B3: date of event - estimated as 24 january 2024 as the patient stated that their follow up appointment where the event was noticed was "last week" and the event was reported on (B)(6) 2024.